Manufacturer narrative:
Concomitant product: dtba1q1 crt-d, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.